Event description:
This rv lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2017. A product experience report was received on 09/05/2017 noted that this lead had high pacing thresholds and pacing not delivered when required. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).